Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator generated an alarm. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 23apr2019. Date of report: 05jun2019 the reported event was confirmed. Information was received that the ventilator generated a oxygen source pressure low. Reportedly, the customer declined service/repair of the device. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.